Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08760 inches. No under delivery anomalies noted. Insulin pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The self-test was passed and high pressure test was passed. The device will be returned for analysis.